Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. During troubleshooting it was revealed the meter may have a low battery. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a port issue with his adc blood glucose meter, noting it turned on then off with test strip insertion. Customer further reported that on sunday (B)(6) 2017 he attempted to perform a test but was unable to receive a result. The next day when he woke up he was unable to walk or move because ¿all the muscles was gone." Paramedics were called and upon arrival performed a glucose test, noting the reading was ¿really low¿ (no reading provided). Customer was transported to a hospital, where he was admitted. Customer noted he was discharged on monday (B)(6) 2017. The treatment the customer received was not provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been completed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the freestyle freedom meter and freestyle strips were completed and the dhrs showed the freestyle freedom meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. A tripped trend review was completed for the reported complaint for the freedom meter and freestyle test strips and no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Outcomes attributed to ae) was not checked in the MDR follow up #1 report.

Event description:
Customer reported a port issue with his adc blood glucose meter, noting it turned on then off with test strip insertion. Customer further reported that on sunday (B)(6) 2017 he attempted to perform a test but was unable to receive a result. The next day when he woke up he was unable to walk or move because ¿all the muscles was gone¿. Paramedics were called and upon arrival performed a glucose test, noting the reading was ¿really low¿ (no reading provided). Customer was transported to a hospital, where he was admitted. Customer noted he was discharged on monday (B)(6) 2017. The treatment the customer received was not provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Sections d-1 (meter brand name), d-4 (model number) and g-5 (PMA/510k#) were incorrectly documented in the initial MDR 30 day report. Sections have been updated.

Event description:
Customer reported a port issue with his adc blood glucose meter, noting it turned on then off with test strip insertion. Customer further reported that on sunday (B)(6) 2017 he attempted to perform a test but was unable to receive a result. The next day when he woke up he was unable to walk or move because ¿all the muscles was gone¿. Paramedics were called and upon arrival performed a glucose test, noting the reading was ¿really low¿ (no reading provided). Customer was transported to a hospital, where he was admitted. Customer noted he was discharged on monday (B)(6) 2017. The treatment the customer received was not provided as the caller declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.